Manufacturer narrative:
During processing of this complaint, attempts were made to obtain the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During a drg trial procedure (reported under MFR. Report#: 1627487-2020-00915) another lead intended for use was kinked during the procedure. In turn, the implant of the lead was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.